Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of a homechoice cassette without an alarm. This occurred during fill one of four of peritoneal dialysis therapy. The patient was connected at the time of the event. The nurse stated that they connected a new extension line on the patient line and needed to re-prime. The technical service representative (tsr) explained that they would need to start over with new supplies. The tsr explained about re-priming not being an option and the nurse said that they believed the patient line was primed before the patient connected. The tsr assisted with ending the therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
This is a report of use error in which the extension line was connected after the patient line was primed, and after the patient was connected in fill one. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to connect the patient line extension to the patient line prior to priming. It provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.